Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an unidentified alarm while loading a cartridge. Blood glucose (bg) was 384 mg/dl. Multiple insulin injections were administered. Customer was admitted to the hospital. Fluids and insulin injections were used to address bg. Customer was discharged on (B)(6) 2018 with elevated bg resolved. Customer's healthcare provider alleged the pump was not operating properly. Customer declined tandem technical support's offer to perform a pump system check. Upon follow up, customer reverted to using manual injections for insulin therapy as the cartridge loading process could not be completed due to the reported alarm.